Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The previously reported unknown biomet screw has been identified by the customer by item number and lot number. The following sections are being reported: b4: date of this report was updated. D1: brand name was added. D4: catalog number was updated and lot number was added. G4: date received by manufacturer was updated. G5: premarket identification was added. G7: type of report was updated. H2: type of follow up was added. H3: device evaluated by manufacturer was updated. H10: narrative/data was updated.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 3331 and 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. H10: narrative/data was updated. The reported device was not received for evaluation. The reported condition of a fractured screw was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and one other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. No product and no lot number provided.

Event description:
Doctor reports that the screw in tooth site #26 fractured and was removed and replaced.